Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 13-jul-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml lioresal at "204.8" via an implantable pump for intractable spasticity and cerebral palsy. It was reported that starting "about a month ago" from the report date, the patient was not getting the same therapy benefits. The patient's growth and scoliosis was believed to cause the catheter to pull down to t-11/12, causing the decreased therapy. Radiological exams were performed to diagnose the issue. The patient's dose was decreased in preparation for surgical intervention. The patient's dose was decreased in preparation for surgical intervention. The pump and catheter were replaced. The issue was considered to be resolved and the patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.